Event description:
This report was received from (B)(6) and is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment included ip vancomycin (dose, frequency and dates of administration unknown). Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering. The nurse reported that the event of peritonitis was not related to or made worse by dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10f23064, h10g28038, h10b11043 and h10j11054 with no defects noted. A batch review was conducted for potentially associated lot h10f28071 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.